Event description:
The customer reported this problem has been happening over time. The tubing in the kit is pulling in air. When they run out of contrast the ball inside the chamber does not always seal over the opening and allows air to be drawn into the tubing line. No air has been injected into the patient. No harm or injury reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A lot number was not provided. Therefore, a review of the device history record was not possible. A review of the complaint data base was not performed. The device was examined and tested repeatedly. No defect was discovered. The device performed according to specifications. Device operated according to specifications.